Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that black spots were noticed inside the package.

Manufacturer narrative:
The cosmetic appearance failure mode of black spots was confirmed on the unit returned. Most probable root causes are: 1. Manufacturing/assembly error; 2. Incorrect or inadequate packaging; 3. Severe shipping conditions. As per the evidence at hand root cause is severe shipping conditions, which caused the rubbing of the tip against the blister walls, wiring, tubing and handpiece, thus, staining them. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that black spots were noticed inside the package.